Event description:
It was reported that three months prior to this reported event, the patient was receiving tirzepatide for glycemic control and weight loss. On an unknown date after three months of receiving tizepatide, the patient lost 50lbs, had sever nausea and heartburn. Additionally, the patient was reported to be a tandem t:slim user. The patient was advised to stop or decrease tirzepatide dose, but she elected to continue the medication because of ongoing weight loss. Four days after the last tirzepatide injection, the patient presented to the emergency room reporting acute worsening of nausea, heartburn, vomiting, and inability to keep anything down for 3 days. Home urine ketone finding was positive. At that time, t:slim ciq reported hypoglycemia leading to suspension. The patient had not checked capillary glucose to verify cgm reading accuracy and was treating hypoglycemia with glucose tablets. On examination, the patient was alert and in mild distress. Vital signs showed tachycardia, tachypnea, on room air, elevated blood pressure, and normal body temperature of 98.6 degrees f. Physical examination showed kussmaul breathing and dry oral mucosa, indicating volume depletion. The cgm report showed readings between 40 and 180 mg/dl, demonstrating intermittent hypoglycemia and t:slim ciq report showed intermittent insulin delivery suspension due to hypoglycemia with correction boluses for hyperglycemia with tdd of 30 units. A point of care (poc) glucose testing measured a glucose level of 289 mg/dl. Laboratory testing during hospital admission showed a serum glucose level of 322 mg/dl. Concurrent dexcom cgm reading showed an interstitial glucose level of 40 mg/dl, markedly different from point of care (poc) and serum glucose values. The patient was diagnosed with diabetic ketoacidosis (dka) based on elevated serum glucose level and higheanion-gap metabolic acidosis and a history of positive ketone on home urine testing. The cgm devices were removed and the patient was treated with continuous regular insulin (total daily dose (tdd) 33 units) and intravenous normal saline infusion. While an improvement in serum glucose level (143 mg/dl) and closure of the anion gap (8 mmol/l) was seen within 8 hours of treatment, improvement in bicarbonate level (24 mmol/l) took 72 hours. The patient was transitioned to subcutaneous insulin with basal glargine and prandial lispro and glycemic control remained within the optimal range for the next 24 hours and at outpatient follow-up 10 days later. It was not informed the outcome of remaining events and discharged date. Tirzepatide was discontinued to avoid similar future events. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1025 pyrosis/heartburn h6: health effect - clinical code - e0305 hypovolemia diabetes mellitus is a known cause of diabetic ketoacidosis.